Manufacturer narrative:
The latch pins were replaced and the rusted spring was cleaned on the left side rail latch by the technician to resolve the issue.

Event description:
The account stated that the pts' left side rail was not latching. No pt impact.